Manufacturer narrative:
Other text: this MDR was generated under protocol b10009704 , as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. In addition, a review of the event history log found evidence of the reported error code; and thus, as a preventive measure, the main board was replaced., corrected data: d5 operator of device, h6 patient code, device code and results code, and h10 evaluation.

Event description:
Device and analysist complete and attached results available.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy pump. The device was in good physical condition when examined. Event log was opened and found to have no data supporting complaint. The customers complaint was unable to be confirmed upon duplicating report as the testing revealed the standard published specification of +/-6%. However, fluid ingression were found on the pump, so decision made to replace expulser gasket. Unknown cause of event. Device was repaired for preventative action from further malfunction. Device passed all functional and delivery test.

Manufacturer narrative:
Device evaluation in process.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -7.25%". No reported adverse effects.